Event description:
A piece of hiwire polymer jacket broke off from the wire in the patient. The hiwire polymer jacket was retrieved using a wire loop retriever. There were no adverse effects to the patient due to this occurrence.

Manufacturer narrative:
This device is purchased from a vendor and is inspected per quality control specification, which verifies the length and correct spiral holder. Without the complaint device, we cannot make a definite root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the wire guide being damaged by withdrawal through the needle (per warning in the attached IFU provided by the vendor) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. We will continue to monitor for similar complaints.